Manufacturer narrative:
(B)(4). Batch # t5al28. Investigation summary: three photos received. Upon visual inspection of three photos, the following was observed: the first photo and second photo show tissue piece from top view and the staples appears to be properly formed. The third photo shows a tissue piece from top view and two staples can be seen no properly formed. Based on the photo alone the event describe of malformed staple is confirmed, however no conclusion or root cause could be determined. The analysis found that one long60a device was returned with no apparent damage and with one ecr60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: was any action needed to repair the torn tissue? If so, what was done to repair the tissue? No, but used another stapler and fired cartridge from near the torn tissue.

Event description:
It was reported that when the device was being used to separate the stomach tissue, it was seen that the blade wasn't cutting the tissue resulting the tissue being dragged. The stapler were on top of each other and that tore the tissue. No patient consequence reported.